Manufacturer narrative:
H4: the lot was manufactured between september 21, 2023 ¿ september 22, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, show fluid inside the device bladder which suggested an under infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify device flow; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse completely. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. Upon further review, 50% of the medication had infused. The device contained 18000mg piperacillin/tazobactam in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.